Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose level was not impacted. The customer declined further assistance and stated a new cartridge would be loaded onto the pump following the call with tandem technical support.